Manufacturer narrative:
There were no hardware errors observed on the system at the time of the event. A field service engineer (fse ) was sent to the customer site for system inspection and performed a total service call. The fse replaced the aspirate and peri-pump tubing, cleaned the luminometer, and verified probe calibrations. The cause for false positive advia centaur cp troponin ultra results when the patient samples are run in duplicate or triplicate is unknown. There was no other information that pertained to an instrument malfunction during the time of the event. The customer is performing all troponin testing in duplicate with in use reagent lot 010075. No conclusion can be drawn. The instrument is performing according to specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
False positive advia centaur cp troponin ultra results were obtained by the customer on patient samples and considered discordant when compared to duplicate or repeat troponin test results. The customer runs all troponin tests in duplicate and performs repeat testing on cvs that are greater than 10%. There is no known report of adverse health consequences due to the discordant advia centaur cp troponin ultra results.